Event description:
It was reported that the blood glucose monitor displayed a power issue error message on the night of (B)(6) 2019 at an unknown time. Around 12:00 a.m. On (B)(6) 2019, the patient was yelling incoherently. She was still conscious, but was unable to self-treat. The patient's son contacted the paramedics immediately because she was incoherent and not making sense when responding to questions. Upon arriving within 5 to 10 minutes, the blood glucose result was 25 mg/dl on the paramedic's meter. The patient was treated with an unknown substance via IV. The patient arrived at the hospital around 12:45 a.m. Where she was treated with an IV of an unknown substance, food, and juice. The blood glucose result upon arrival at the hospital was not provided. The patient was released from the hospital around 4:00 p.m. On (B)(6) 2019.